Event description:
The technician alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician replaced the side rail end tube, latch bolt and nut to resolve the issue.